Event description:
It was reported that the pt rec'd inappropriate therapies. It was also noted that lead impedance measurement could not be obtained. As a result, both the lead and the ICD were replaced.